Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed full functional testing including pacer stress testing using the returned multifunction cable without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that the pacer function was initiated by the user without the multifunction cable connected which caused the device to prompt "pacer fault" and "connect therapy cable". Once the device recognized the multifunction cable and a valid patient impedance, the pacer function was not re-initiated, thus no pacing activity displayed. Had the users initiated the pacing function, they would have seen pacing activity. The CPR stat pads used were received with the one of the pads cut from the assembly. Due to the received condition of the pads, the pads were compromised for testing. The log shows evidence that both pads assembly was whole during the event. The pads were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.